Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection showed the returned lead extension was found discolored and all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The UDI is not provided as insufficient product information was provided to the manufacturer in order to determine the UDI of the device.

Event description:
The patient reported a loss of therapy. It was reported that the drg electrode had high impedances on three contacts. The physician went to revise the lead but noticed intraop that the lead was not damaged. The physician decided to replace the drg extension instead. The patient reported effective therapy post-operatively.